Event description:
It was reported that the right ventricular (rv) lead pace/sense impedance had been gradually rising and is now measuring high. It was also reported that there were rising pacing thresholds. It was later reported that the rv threshold measurements were high, oversensing was noted and a lead integrity alert (lia) triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular [rv] lead pace/sense impedance had been gradually rising and is now measuring high. It was also reported that there were rising pacing thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed high resistance/impedance and 3 - patient alerts for right ventricular pace lead z between (B)(6)-2011 and (B)(6)-2012. The weekly pace impedance trend data shows a gradual increase for minimum and maximum ventricular pace= 648 to 1760 ohms peak between (B)(6)-2011 and (B)(6)-2012. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil and white substance on the tip electrode, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.